Event description:
Reported communication problems between the implant and the external equipment. The external equipment was replaced but the issue was not resolved. An advanced bionics representative performed device evaluation and verified the communication problem. The physician replaced the implant with another advanced bionics spinal cord stimulator. It has been reported that the system is working acceptably and the pt is no longer experiencing communication issues.